Event description:
Leakage from the catheter just beside the y-adapter. It occurred 180 days after placement.

Manufacturer narrative:
The complaint of catheter leakage beside the y-adapter is unconfirmed. No leaks were observed in this area of the device that was reported by the complainant. However, during functional testing, an external leak was observed at the distal end of the arterial connector. Both the venous and arterial connectors are damaged. The damage found on both the arterial and venous connectors contains traits that are characteristic of mechanical manipulation with a patterned traumatic surgical implement. This damage incurred to both the arterial and venous connectors is consistent with over tightening of the connector. The product instructions for use (IFU) cautions the user to employ only atraumatic, smooth-jawed clamps or forceps. The leak found at the distal end of the arterial connector is confirmed and should be reported as user related. The external leak found at the distal end of the arterial connector is due to over tightening of the connector with a syringe, injection caps or other accessories used on the catheter. The over tightening has damaged the tubing causing it to leak. This may be a user maintenance issue.